Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the clear ring at the top of the reservoir compartment broke off. The customer's blood glucose level was 220 mg/dl at the time of the incident. It was reported that the reservoir was not able to lock in place when inserted into the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis. The sensor will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with a broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. The test reservoir does not lock in place and unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. Additional information has been received which was not included with the initial report. The information has been provided with this report. The information that provided date of incident with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported via phone call that the weight has been changed to (B)(6). The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019..